Manufacturer narrative:
The laerdal silicone resuscitator (lsr) pt valve involved was returned to lmas for evaluation on 11/13/06. The evaluation by the MFR is still in-process. However, pictures were taken that show the pt valve plastic material to be glazed and cracked with a small piece of the outer edge broken off. Two lip valves (nested) were found to be installed inside the pt valve. The lip valves, item # 540103, are dated sept. 2001 and april 2002. The upper plastic piece of the pt valve is dated nov 2001 and lower plastic piece of the pt valve is dated dec 2002. Only one lip valve is supposed to be installed between the upper and lower pieces of the pt valve that screw together. The directions for use (dfu) for the lsr states on page 21 under pt valve reassembly: caution make sure that only one lip valve cat. No. 54 01 03 is installed. If the valve housing does not tighten completely during reassembly, it may indicate that two lip valves have been mounted instead of one. Test functions as described on pages 24-26. (This test also instructs to assure a single lip valve is installed). On page 21 of the dfu there is a picture of each labeled part of the pt valve assembly in the order of assembly and, on page 22, a picture of the entire resuscitator showing the order of assembly. It is expected that the instructions in the dfu are followed. This customer did not follow the reassembly and function test instructions provided in the directions for use.

Event description:
During an inicident at a hosp in another country, involving a male pt who had a hepatic transplant and was hemodynamically stable, this laerdal silicone resuscitator (lsr) was being used to ventilate the pt during transport of the pt from the operating room to the recovery room and respiratory distress occurred that was followed by cardiac arrest. The pt was resuscitated and recovered fully from this incident. The user discovered that the 2 lip valve stuck together in the pt valve.